Manufacturer narrative:
Initial reporter dept: cardiovascular surgery. (B)(4). Investigation/evaluation during the course of investigation, a review of documentation, manufacturing instructions, quality control and trends was conducted. Information was provided that the actual complaint product was discarded; however, two additional devices from separate lots were returned by the physician, that he had destructively tested, prior to returning the devices to the manufacturer. The customer returned these two devices with a note stating these two devices were not used during the reported procedure, but were part of the physicians post procedure destructive testing trying to replicate the event from during the procedure. Force was intentionally applied by the physician to these products resulting in the observed damage. The exact activities performed by the surgeon on the two returned devices are unknown. Per quality control specifications, the integrity of these devices are ensured, during the manufacturing process. As the actual complaint product was not returned, we are unable to determine with certainty the root cause of the reported difficulty. However, we will continue to monitor this device. Per the risk assessment, additional risk reduction is not required.

Event description:
The initial information provided stated that the hub of the catheter detached during the liver transplant procedure. Updated information received on 04 november 2016 stated, "catheter hub became dislodged after liver transplant and air was entrained." The catheter was extracted. No patient outcome was provided.

Manufacturer narrative:
Correction - this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally, review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.